Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm multiple times during normal use. Blood glucose level at the time of the incident was 417 mg/dl. The customer stated that they received a no delivery alarm and changed the site 2 or 3 times. The customer bolused but was not plugged into anything and it started giving a no delivery. The customer stated it worked for a little bit and then just as soon as they were going to work they again received the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.